Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after being implanted for two hours, a microsensor stopped showing data. It was replaced with another sensor that worked properly. No adverse consequences were reported.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. It was found the internal wires were broken inside the sensor catheter. The catheter material was stretched from 4.5 cm to 14.5 cm from the connector. Due to the condition of the device, no functional testing was possible. A review of quality records found that both the component and finished good met specification when each was released. Based on the investigation, it was confirmed that the device was not functional in its received state; however, it is not possible to confirm the issue reported by the customer based on the information provided. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.